Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system would not turn on. Fse reviewed the log file. Upon troubleshooting fse powering up the system and determined that one phase of the ups was malfunctioning; disconnecting the ups, and the system was operated without the internal one phase ups. To resolve the issue, nss instructed fse to keep the ups offline and disconnected from the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the system shut down and did not turn back on. The system was in clinical use at the time of the reported event. The patient was moved to another room to have the procedure completed. There was no reported patient or user harm. Philips has started an investigation of this complaint.